Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.  (B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed, the device was inflated and a pinhole was found in the proximal shoulder of the balloon. The dfu states to not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve. It was reported that the balloon was pre-inflated. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during a papillary dilatation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was pre-inflated and had ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.